Event description:
It was reported, there is a leaking at the site of the connection between needle and tubing with huber needle miniloc 20g x 0.75in needle causing hazardous drug spill onto vulnerable patients and clinicians. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak is confirmed, but the root cause could not be determined. The product returned for evaluation was 68 sealed 20g x 0.75in. Miniloc infusion sets. Additionally, one video of a miniloc was returned for evaluation. The infusion set depicted in the video did not match any of the units physically returned. Therefore, the video sample will be addressed separately. Physical sample evaluation: a gross visual inspection of the physically returned units found no damage or defects to the components. All units were leak tested by flushing with water using a luer lok syringe. During testing, no leaks were observed. The reported event could not be confirmed for any of the physical units returned. Video sample evaluation: one video of a miniloc was returned for evaluation. An initial visual observation of the video showed the miniloc being flushed with a liquid and a leak at the base of the device can be discerned although cause is unknown. No use residue aside from the clear liquid was observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer leaking from the connection of the tubing and the needle with huber needle miniloc 20g x 0.75in needle. No other information was provided.